Event description:
It was reported that the patient went for routine follow up. The band was adjusted but the surgeon reported that there was an issue. There was a leak between tubing and gastric band. It's not the reservoir where the needle goes into adjust the band. New gastric band implanted. Patient recovering well.

Manufacturer narrative:
(B)(4). Fold line leak. The straight band with 28.5cm of catheter was returned for analysis. Upon visual inspection, it was observed that the balloon was returned cut in two (2) distinct parts. Blue color was observed inside of the catheter and balloon, probably result of a fluoroscopic evaluation. Four (4) fold lines were observed on the balloon, these fold lines were localized at 2.5cm, 4.0cm , 6.6cm and 7.7cm from the catheter connection. Upon microscopic evaluation, it was observed that the balloon was torn. The tear is 1.9mm in length and localized at 4.0cm from the catheter connection was present (this tear is localized on the fold line). It was also observed that two (2) blue sutures (0.3mm of diameter) punctured the band. These punctures were 0.3mm and localized at 9.3cm from the catheter connection. As result of the visual inspection, no leak test was performed on the balloon. The tear was localized on fold line and probably the root cause of the fluid leakage. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.